Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported while cleaning a consignment tray it was identified the tip of the torque wrench is broken. The broken piece could not be found in the tray. The sales associate who returned the tray did not report any issues.

Manufacturer narrative:
The returned driver was examined. The tip was found to have fractured off in a manner consistent with a torsion failure. A review of the manufacturing records did not identify any issues which would have contributed to this event. The cause of the event cannot be definitively determined; however, since the broken surface shows evidence of a torsion failure, it is possible that it broke under excessive force during use.